Event description:
It has been reported to us that during an atrioseptostomy procedure, the balloon deflated unexpectedly. The physician inserted the balloon catheter into the pt. The physician inflated the balloon with diluted contrast media and attempted divulsion of the atrial septal. The physician then inflated the balloon with diluted contrast media for the second inflation in the left atrium with the balloon inflated. The physician pulled the device to the direction for right atrium, the balloon deflated unexpectedly. The physician stopped the procedure and the device was removed from the pt. The pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.